Event description:
The pt was undergoing mechanical thrombectomy with the penumbra system. Post-procedural CT scans demonstrated a petechial hemorrhage in the basal ganglia, classified as an hi-1 bleed of mild severity. This type of bleed is also known as hemorrhagic conversion and is common in such cases. No medical action was taken to address this bleed. The physician reported that the relationship between the hi-1 petechial hemorrhage and the penumbra system was uncertain. In subsequent email messages the physician clarified that the bleeds are common following flow restoration to an ischemic area of brain. There was no vessel injury caused by the penumbra device. However, the relationship to the device is uncertain because all causes of hemorrhage may not be ruled out.

Manufacturer narrative:
Follow-up info from the physician confirming the uncertain relationship to the device was received on (B)(4) 2010. The physician confirmed that the device did not cause any vessel trauma. However, certain device relationship cannot be ruled out.